Event description:
A complaint of allergic reaction was received. The pt reported that the event started on (B)(6) 2014 and has not resolved, and that she had been re-prescribed tobradex by her ophthalmologist. The pt stated that she has had ongoing corneal problems since switching to opti-free several years ago, and noted the problems to be corneal edema, corneal ulcer, and corneal erosion. She stated that she has been to at least five optometrists over the years to treat her corneal problems, and was referred to an ophthalmologist. She stated that based on her eye health/history, the ophthalmologist has concluded that the recurring problems are due to her ongoing use of opti-free contact lens solution, and an allergic reaction to the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).